Event description:
During service testing, the baxter repair technician reported a failure code 810:01. The hosp rep stated that there have been no reports of any pt involving this pump since the last baxter service event. No add'l info is known.